Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device breakage ("fracturing of the implant,") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the perforation and device breakage outcome was unknown. The reporter considered device breakage and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.